Event description:
It was reported that during implant the atrial lead exhibited loss of capture. The lead was not used and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.